Event description:
Same case as MDR ID: 2134265-2014-07855. It was reported that a burr became stuck on wire. The 80% stenosed, 16 mm long with vessel diameter of 3.00 mm target lesion was located in a moderately calcified and moderately tortuous left anterior descending artery (lad). A 1.50 mm rotalink¿ burr and a rotablator rotational atherectomy system were selected to treat the target lesion. During procedure, when physician attempted to treat the target lesion, it was noted that the burr and rotawire were twined together during rotation. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).